Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the piston in the insulin pump will not push the insulin thru the reservoir and infusion set. Customer is at the doctor's office and does not have another reservoir or more insulin with him. Customer was filling the reservoir incorrectly. Customer's blood glucose levels were not included in the report. Advised customer of the proper way to fill the reservoir. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.